Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a nurse visit, it was reported that the stoma looked good with no pain but the tube has not been mobilized for more than a week. A gastroscopy was performed and revealed a buried saucer, which could not be removed endoscopically. A surgical consultation was done in which no measures were taken and options will be evaluated if there is pain, gastric symptomatology, or if the peristomal area worsens.